Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4+ functional mitral regurgitation (mr), a posterior mitral leaflet (pml) that measured around 1cm, calcium posterior 2, a broad central jet, and friable leaflets for a mitraclip procedure. The first clip was an ntw. Independent grasping was performed at p2 (posterior leaflet 2) and was ultimately grasped. The second clip, an nt, was grasped right next to the ntw, but the posterior leaflet kept coming out while fully closing the clip. The nt was switched for an xt and the posterior leaflet continued to come out. The leaflet may have been torn, and it was unknown which device caused the injury. Based on the clinical judgment of the physician, the nt was the most likely to have caused the injury due to multiple grasping attempts. The mr was reduced to grade 3+ and the procedure was ended.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported positioning failure of inability to grasp the leaflets appears to be related to patient morphology/pathology. The reported tissue injury appears to be due to multiple grasping attempts. Tissue injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no treatment was provided for the tissue injury. There is no indication of a product issue with respect to manufacture, design, or labeling.